Event description:
It was reported that there was a left hip revised due to painful hip and pseudo tumor. Accolade stem was left in patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.